Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 1 month post implant of this 25mm aortic bioprosthetic valve, the patient experienced weakness in the right arm, difficulty to find words and gait imbalance. The patient was hospitalized and a computed tomography (CT) showed acute stroke. It was stated that there were no hyperacute treatments. Approximately, 2 months later, the patient was hospitalized again after having been found unresponsive. It was stated that the patients airway was maintained and they were not moving on their right side. It was indicated that capillary transit time heterogeneity (cth), cerebral CT angiography (cta) and CT perfusion (ctp) were performed which revealed  left acute ischemic changes in the middle cerebral artery (mca) and anterior cerebral artery (aca) territories without a visible occlusion. It was reported that there was no role for endovascular therapy (evt). The second stroke was reported as being more severe and the patient died 6 days after admission. The cause of death was reported as ischemic stroke. It is indicated that an autopsy was not performed.

Event description:
Medtronic received additional information which clarified that the patient suffered the second stroke approximately 7 weeks after the first stroke occurred. It was reported that the patient was admitted to hospital 9 days later and died on the same day.

Manufacturer narrative:
Updated b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.